Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained oversensing alert episodes due to unspecified oversensing on the right ventricular (rv) lead. Rv lead dislodgement was suspected. No changes or intervention was reported. The patient condition was stable.

Event description:
Additional information received notes that x-ray was performed and revealed that the rv lead remained in the same position as implant.